Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 130 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarms noted. The pump had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip, a cracked reservoir tube window, cracked battery tube threads, minor scratches on the lcd window, and a stained end cap sticker.